Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coil). During the procedure, the smart coil was stuck in its initial position within the introducer sheath and was unable to advance into the hub of the non-penumbra microcatheter. Therefore, the smart coil was removed. The procedure was then completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.